Event description:
Update of the incident description: hamilton medical ag received the following incident description on (B)(6) 2024: on (B)(6) 2024 at the (B)(6) department, around 2 pm, the hamilton g5 ventilator s/n : (B)(6) spontaneously combusted. The event occurred during ventilation of the patient. This patient was ventilated on the same ventilator g5 s/n : (B)(6) for the fourth day without interruption. According to the information of the hospital staff standing nearby, the hissing of a gas leak inside the ventilator was suddenly heard and an immediate ignition occurred. Hamilton medical is currently closely working with the hospital, local partner and respective competent authority on this matter. As per today, the root cause is still unclear. All previous claims about a possible cause have so far not been confirmed. Investigations by an independent expert are ongoing to analyze the exact root cause of the incident. The investigation is in agreement with the respective competent authority. Hamilton medical will provide the information as soon as possible.

Manufacturer narrative:
The affected device is being investigated by an external expert.

Manufacturer narrative:
Hamilton medical ag has formed a task force with a team of experts to conduct a full investigation with high priority. Updates will be provided. Potential measures such as interviews, products investigations (list not exhaustive) are being evaluated.

Event description:
Hamilton medical ag received the following incident description by the local partner on 01.03.2024: : on (B)(6) 2024 at the (B)(6) in the aro department, around 14:00, the hamilton g5 ventilator s/n : (B)(6) spontaneously combusted. The event occurred during ventilation of the patient . This patient was ventilated on ventilator g5 s/n : (B)(6) for the fourth day without interruption. According to the information of the staff standing nearby, the hissing of a gas leak inside the ventilator was suddenly heard and an immediate ignition occurred. Due to the fire, the entire department had to be evacuated including the patients. No one was injured during the incident, only a few staff members inhaled smoke. The hamilton g5 lung ventilator s/n (B)(6) was installed on the department in 2014 other than this replacement, the fan has never had a malfunction or any other repair. The last inspection and preventive maintenance was performed on (B)(6) 2023. According to the conclusion of the investigation of the firefighters, apparently due to material fatigue, there was a sudden leakage of oxygen in the vicinity of the oxygen mixer valve and subsequently , probably due to static charge, an ignition. At the moment we don´t have ofitial report. Further information was then submitted by sukl with the date of (B)(6) 2024: combustion of the lung ventilator. A pulmonary ventilator fire occurred during pulmonary ventilation. The lung ventilator had been running for several days according to the testimony of the nursing staff present with the patient, the ventilator was first an audible hissing sound was first heard and then the machine started. The staff present performed a disconnection the pacinette and initiated its evacuation. At the same time, he disconnected the machine from the medical gas lines and initiated extinguishing the apparatus with a powder extinguisher. The apparatus was subsequently extinguished by another technical personnel, who arrived at the scene of the fire after the fire alarm was triggered. According to the firefighters, the cause of the fire was an oxygen leak from a solenoid valve located behind the entrance to the of the apparatus. The ignition could have been caused by dirt or by oxygen flowing at high speed to an inappropriate part of the fan. The cause was not battery ignition or an electrical short circuit. The cause was clearly a technical fault and other causes (unprofessional handling, etc.) Were excluded. The report from the fire brigade is not yet available. In addition to the patient on pulmonary ventilation, 6 other patients were evacuated from the ward and a medical staff. Subsequently, the entire floor (approximately 100 people) was evacuated due to smoke. One staff member ended up in hospital after inhalation, 2 others in treatment on the spot. In addition to the burnt ventilator itself (total destruction), there are about 400 other pieces of equipment contaminated with soot and fire extinguishing agents.

Manufacturer narrative:
Initial actions implemented by the manufacturer are as followed: 1) affected device: hamilton medical contacted an independent fire expert (based in germany) to conduct the investigation on the affected device. A first meeting took place on march 25,2024 at the hospital with the expert, local distributor, competent authority and hamilton medical. The affected device (B)(6) was then transferred to the independent expert in may. Four other devices hamilton-g5 (B)(6) were temporary moved from the hospital in (B)(6) to hamilton medical for investigation (arrival date 22.05.2024). One of these devices (B)(6) was disinfected and sent to the independent expert as comparative device. 2) additional devices: devices with (B)(6) were disassembled and visually investigated by hamilton medical. Hamilton medical did not observe any non-conformity or root cause during the inspections of devices (B)(6) no investigation has been initiated on device with (B)(6) so far based on the results of the two other devices and also in order to keep a reserved device. 3) esm board from affected device (B)(6): the esam could be extracted, however the raw data could not be read so far. The independent expert investigated the affected device on 20.06.2024. The final report for this investigation is pending. Hamilton medical ag complaint number: (B)(4). Follow-up 3 - corrected information: **UDI related data quality updates only** a UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number: (B)(6)) was not labelled with a UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description on 01.03.2024: on 29.2.2024 at the (B)(6) hospital in (B)(6) in the (B)(6), around 2 pm, the hamilton g5 ventilator s/n : (B)(6)spontaneously combusted. The event occurred during ventilation of the patient. This patient was ventilated on the same ventilator g5 s/n : (B)(6) for the fourth day without interruption. According to the information of the hospital staff standing nearby, the hissing of a gas leak inside the ventilator was suddenly heard and an immediate ignition occurred. Hamilton medical is currently closely working with the hospital, local partner and respective competent authority on this matter. As per today, the root cause is still unclear. All previous claims about a possible cause have so far not been confirmed. Investigations by an independent expert are ongoing to analyze the exact root cause of the incident. The investigation is in agreement with the respective competent authority. Hamilton medical will provide the information as soon as possible.

Event description:
Hamilton medical ag received the following incident description on (B)(6) 2024: on (B)(6) 2024 at the university hospital bulovka in prague in the aro department, around 2 pm, the hamilton g5 ventilator s/n: (B)(6) spontaneously combusted. The event occurred during ventilation of the patient. This patient was ventilated on the same ventilator g5 s/n:(B)(6) for the fourth day without interruption. According to the information of the hospital staff standing nearby, the hissing of a gas leak inside the ventilator was suddenly heard and an immediate ignition occurred. Hamilton medical is currently closely working with the hospital, local partner and respective competent authority on this matter. As per today, the root cause is still unclear. All previous claims about a possible cause have so far not been confirmed. Investigations by an independent expert are ongoing to analyze the exact root cause of the incident. The investigation is in agreement with the respective competent authority. Hamilton medical will provide the information as soon as possible.

Manufacturer narrative:
Initial actions implemented by the manufacturer are as followed: 1) affected device: hamilton medical contacted an independent fire expert (based in germany) to conduct the investigation on the affected device. A first meeting took place on (B)(6) 2024 at the hospital with the expert, local distributor, competent authority and hamilton medical. The affected device (B)(6) was then transferred to the independent expert in may. Four other devices hamilton-g5 (sn (B)(6) were temporary moved from the hospital in prague to hamilton medical for investigation (arrival date 22.05.2024). One of these devices (B)(6) was disinfected and sent to the independent expert as comparative device. 2) additional devices: devices with (B)(6) were disassembled and visually investigated by hamilton medical. Hamilton medical did not observe any non-conformity or root cause during the inspections of devices (B)(6) no investigation has been initiated on device with sn9203 so far based on the results of the two other devices and also in order to keep a reserved device. 3) esm board from affected device (sn9141): the esam could be extracted; however, the raw data could not be read so far. The independent expert investigated the affected device on 20.06.2024. The final report for this investigation is pending. Hamilton medical ag complaint number: (B)(6) follow-up 3 - corrected information: **UDI related data quality updates only** a UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number:(B)(6) was not labelled with a UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6) updated fields: b4, d4, g6, h2, h4, h11 hamilton medical ag complaint number: cer (B)(4) follow-up 4 - additional information: investigation outcome: hamilton medical conducted several investigation internally and also with independent organizations. All results are on file. The hamilton-g5 with serial number 9141 was installed in the hospital in 2014. Other than this event at hand (B)(6), the ventilator has never had a malfunction or any other repair. The last inspection and preventive maintenance on the respective device prior to the event were performed and documented on (B)(6) 2023. The investigation findings do not lead to a conclusion of a clear root cause of the reported event. Indeed, no relation between the event and the device, respectively a potential malfunction has been established during all conducted investigations. Hamilton medical ag considers this case as closed. Updated fields: b4, e1, g3, g6, h2, h6, h11.

Manufacturer narrative:
Initial actions implemented by the manufacturer are as followed: 1) affected device: hamilton medical contacted an independent fire expert (based in germany) to conduct the investigation on the affected device. A first meeting took place on (B)(6) 2024 at the hospital with the expert, local distributor, competent authority and hamilton medical. The affected device ((B)(6)) was then transferred to the independent expert in may. Four other devices hamilton-g5 ((B)(6)) were temporary moved from the hospital in (B)(6) to hamilton medical for investigation (arrival date 22.05.2024). One of these devices ((B)(6)) was disinfected and sent to the independent expert as comparative device. 2) additional devices: devices with (B)(6) were disassembled and visually investigated by hamilton medical. Hamilton medical did not observe any non-conformity or root cause during the inspections of devices (B)(6) no investigation has been initiated on device with (B)(6) so far based on the results of the two other devices and also in order to keep a reserved device. 3) esm board from affected device ((B)(6)): the esam could be extracted, however the raw data could not be read so far. The independent expert investigated the affected device on 20.06.2024. The final report for this investigation is pending.

Event description:
Hamilton medical ag received the following incident description on 01.03.2024: on 29.2.2024 at the (B)(6) hospital in (B)(6) in the aro department, around 2 pm, the hamilton g5 ventilator s/n : (B)(6) spontaneously combusted. The event occurred during ventilation of the patient. This patient was ventilated on the same ventilator g5 s/n : (B)(6) for the fourth day without interruption. According to the information of the hospital staff standing nearby, the hissing of a gas leak inside the ventilator was suddenly heard and an immediate ignition occurred. Hamilton medical is currently closely working with the hospital, local partner and respective competent authority on this matter. As per today, the root cause is still unclear. All previous claims about a possible cause have so far not been confirmed. Investigations by an independent expert are ongoing to analyze the exact root cause of the incident. The investigation is in agreement with the respective competent authority. Hamilton medical will provide the information as soon as possible.